Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had high threshold measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.